Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 19. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 2017 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4219250,I,SI,11,Edwards SAPIEN XT,9300TFX26,2993;1468241,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;3827212,I,SI,57,Edwards SAPIEN XT,9300TFX23,3190;3827212,I,SI,48,Edwards SAPIEN XT,9300TFX23,3190;4181291,I,SI,4,Edwards SAPIEN XT,9300TFX29,2993;4238827,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4245164,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;4264849,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4280850,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;4284626,I,SI,3,Edwards SAPIEN XT,9300TFX29,2993;4284626,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;4303016,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4327557,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4328789,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;4365617,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4365617,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4367057,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4367057,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4225691,I,SI,21,Edwards SAPIEN XT,9300TFX29,2993